Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device skipping during use could not be confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation, it was determined that the bearings were worn out/damaged and loose creating a situation where the cutter was not able to be inserted. It was determined that this was due to the bearings were no longer in axial alignment and did not allow the cutter to pass through. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a cervical spine surgery, it was observed that the attachment device was skipping. It was further reported that while drilling on the bone it was not a smooth drill. It was reported that there was no delay to the surgical procedure and a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.